Event description:
The customer initially called to report that there was a beep coming from the insulin pump. Troubleshooting was performed and the insulin pump passed the self test. The customer then stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 120 mg/dl. Found that the customer changes the infusion set every four to five days. Advised the customer to change the infusion sets every two to three days. The insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.